Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a test step failure related to the remote alarm connector was observed. The device's interface board needs to be replaced to address the issue. The device was returned to the customer unrepaired as per the customer's request.